Event description:
It was reported that stent damage occurred. The target lesion was located in the right vertebral artery. A 4.00x16mm promus element plus drug-eluting stent was selected to treat the target lesion but encountered difficulty upon advancing the device. The device was removed from the patient and it was observed that the proximal section of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The stent delivery system was returned for analysis. A visual and tactile examination of the crimped stent identified that the proximal edge of the stent was damaged. The stent struts at the proximal edge were bunched-up and misaligned. No other damage was noted with the crimped stent. A visual and tactile examination of the hypotube identified no kinks or damage. A visual and tactile examination of the midshaft and distal extrusion identified no kinks or damage. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right vertebral artery. A 4.00x16mm promus element¿ plus drug-eluting stent was selected to treat the target lesion but encountered difficulty upon advancing the device. The device was removed from the patient and it was observed that the proximal section of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).